Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call the insulin pump had physical damage. The customer's blood sugar was 33 mmol/l at the time of call. It was reported the reservoir ring is loose and the reservoir locks in place. High blood glucose levels were caused by the set not being right under the skin. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.